Event description:
It was reported that during use there was foreign matter on device with a bd safetyglide¿ needle. The following information was discovered during investigation of dull needles: 2 needles were found to have long foreign matter fibers on cannula. The fibers overlapped the fluid path.

Manufacturer narrative:
H.6. Investigation: 244 sealed packaged safetyglide needles in 4 sealed and 1 opened shelf cartons were received, confirmed to be from batch #9025843 (p/n 305916). The samples were visually evaluated. 1 needle was found to have a cannula with hooked tip, which is rejectable per product specification. 2 needles were found to have long foreign matter fibers on cannula. The fibers overlapped the fluid path, were larger than level 2 in size and are rejectable per product specification. 241 needles were found to have no defects. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause, a hook in the needle tip can occur when the needle tip comes in contact with a hard surface. As this product has seen additional handling where the contact with a hard surface cannot be determined. Moreover, plastic dust may be created throughout the manufacturing process via conveying and vibration of plastic components. It appears that some of this dust was in the needle shield when the needle shield was pressed on the needle hub assembly. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was made aware on 2019-12-04 for a non-reportable issue. However, new information was received 2019-01-06 during investigation making this a reportable complaint. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use there was foreign matter on device with a bd safetyglide¿ needle. The following information was discovered during investigation of dull needles: 2 needles were found to have long foreign matter fibers on cannula. The fibers overlapped the fluid path.